Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [1 mg/ml] at a dose of 0.3299 mg/day and marcaine [2.0 mg/ml] at a dose of 0.6599 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the neurosurgeon was replacing the catheter at the request of the managing physician as a dural leak had been noted in (B)(6) 2016. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were unknown and that the event occurred during normal use. Any diagnostics performed were done prior to the surgery date and the representative was not aware of them. The patient¿s existing intrathecal catheter was removed and completely replaced by a new one on (B)(6) 2017 as surgical intervention taken to resolve the issue. It was noted that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.